Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had a contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin intraperitoneally for three days (dosage and frequency not reported) and fortum 1 gram every day intraperitoneally for three days for the peritonitis event. Four days after onset, the patient began treatment with tienam 1 gram every day intraperitoneally for four days and ciprofloxacin 200 milligrams every day intraperitoneally for four days for the peritonitis event. Ten days prior to the receipt of this report; dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis therapy. After seventeen days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.